Event description:
It was reported that the error 41 (low internal flow insufficient internal flow during system priming or pre-conditioning) during functional verification test after parts changed in an arctic sun device. No chilling after the heating test. Restart the device, no heating and no chilling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue is unable to be determined as the device met specifications. All good during first functional verification test. Preventative maintenance was performed prior to second verification test. Device failed chilling after heating test was attempted. The reported event is unconfirmed the labeling review is not required. The reported event is unconfirmed the DHR review is not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 41(low internal flow insufficient internal flow during system priming or pre-conditioning) during functional verification test after parts changed in an arctic sun device. No chilling after the heating test. Restart the device, no heating and no chilling.